Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient has advised that the adhesive does not seem sticky enough straight out of the packet and that on one occasion the adhesive came unstuck after the first time applying it to the skin. No adverse event alleged. A request was made for the return of the device.